Event description:
It was reported that the device was in use with patient for infusion of symptom control medication. The reporter stated the home care user claimed "pump gives electrocutions". No adverse effects to patient reported.

Manufacturer narrative:
One cadd duodopa pump was returned for analysis in good condition. The device was returned to investigate the reported issue of the pump giving electrocutions. The event log was reviewed, and no conclusive evidence exists in the event log to support the user's complaint. The reported issue could not be duplicated. The device will undergo preventative maintenance to resolve any issues.